Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The data log could not be retrieved and functional testing could not be performed because the receiver would not boot up and continuously re-initialized. A visual interior inspection was performed and the inspection passed. The reported event of intermittent audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, to claim intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. Data was requested/confirmed but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.